Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep reloaded the hard drive and calibration files. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not recall images. No pt injury was reported.